Event description:
I got essure in 2008 after my 3rd child got the hsg test to confirm blockage and was told 100% blocked. I became pregnant in 2011 and was watched closely throughout my pregnancy due to essure still being in place. I delivered full term (B)(6) 2011 and got my tubes tied in (B)(6) 2012. During my tubal ligation my doctor couldn't find the other coil. She was able to locate one of the coils that is embedded in my uterus. The other coil is still in place and I am terrified that it will come loose and puncture another one of my organs. I am now extremely bloated, can't loose weight, have severe hip and back pain and have panic attacks.